Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 1000 laser fiber was used during a laser lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis 120w with .4j x 50hz settings. According to the complainant, during the procedure, the tip of the laser fiber broke off inside the patient. The physician successfully retrieved the detached fragment with graspers. The procedure was completed with another flexiva 1000 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.